Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. Additionally, the pump time was noted to be inaccurate. Tandem technical support assisted the customer with successfully adjusting to the accurate time. Blood glucose level was 159 mg/dl.